Event description:
It was reported that the right ventricular lead had no capture in the bipolar pacing configuration, and was oversensing and had high threshold and low pacing impedance in the unipolar pacing configuration. The lead was capped and replaced. It was also reported that the right atrial lead had pulled back and was not capturing. The lead's pacing was inactivated and sensing preserved by programming a ventricular-only pacing mode (vdir.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 ipg, implanted (B)(6) 2006. (B)(4).